Event description:
Customer reported that the tab on the sterile part of the packaging that the scrub nurse is supposed to grab came loose and pulled away from the packaging, resulting in the implant falling on the floor. Customer reported that this is not the first time the tab has pulled away.

Manufacturer narrative:
An event regarding a packaging issue involving an ets stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned to lisi medical orthopaedics for evaluation on (B)(6) 2018. Visual inspection: a visual inspection has been performed. The label "lift here" is missing from the inner packaging. It is noticed damage of the inner packaging linked to product falling. Dimensional inspection: dimensional inspection was not relevant and not performed due to the nature of the event. Functional test: functional tests were not relevant and not performed due to the nature of the event. Material analysis: there was no modification on the lift here labels (label drawing date from (B)(6) 2009) medical records received and evaluation: no medical records were received for review with a clinical consultant history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation by lisi medical orthopaedics (lmo) concluded that 'the information indicates that the label was stuck correctly when the outer tyvek was opened. Label has come off when the nurse lifted the inner packaging from the external blister. No root cause has been identified at tis time.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that the tab on the sterile part of the packaging that the scrub nurse is supposed to grab came loose and pulled away from the packaging, resulting in the implant falling on the floor. Customer reported that this is not the first time the tab has pulled away.